Manufacturer narrative:
Batch review performed on 02 october 2019. Lot 189758: 10 items manufactured and released on 13-feb-2019. Expiration date: 2024-01-31. No anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director few days after primary cementless tha a periprosthetic fracture occurred, with consequent subsidence of the femoral stem. No evidence that a defective device caused this adverse event.

Event description:
Revision due to periprosthethic fracture 9 days after primary. No trauma reported. Stem and head were revised. The surgery was completed successfully.